Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted a tone. Interrogation revealed that this device reached elective replacement indicator (eri) approximately 3 months post implant. The device was explanted and a new crt-d was successfully implanted. The device has been returned for analysis.